Event description:
It was reported the following: we received delivery until august 2025 (lot: xbbcwss0), according to the customer this contained an ordinary cutting needle, with the cutting edge on the inside since january 2026 we have received delivery (lot: xmbchbt0), according to the customer this now contains a reverse cutting needle, with the cutting edge on the outside if the customer wants to order again with the cutting edge on the inside (type 2025), is there a similar item that we can offer, or has the needle been changed definitely? Lot xmbchbto: ethicon affected side: unknown quantity involved: 1 quantity available for return: 0 reason why the product is not available: discarded list any j&j products that were used during the case but did not contribute to the reported event. Has there been any reported damage to the patient or user? Unknown was there a significant delay? Unknown . If available, please provide the product order number (po). (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows two sales unit boxes with 18510g product codes, the lot #xmbchbt0 and xbbcwss0, expiration date 2031-04-30 and 2030-07. The image is not clear to determine the failure mode or the reported condition. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any patient adverse event? How was the product purchased? Is there an indication of how the product was distributed? Is there any indication of the source? Based on the packaging, is there any indication of which market the original genuine product may have come from? Was the device used on a patient? If so, was there any patient consequence? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.